Event description:
On (B)(6) 2009, the patient reported that the top half of the display of the infusion device was missing and there was a large "darkened spot" obstructing the left half of the display. The pt verified that he was using the correct battery type. He was advised to insert a new battery. He stated that the "darkened spot" was still present on the left half of the display and the top half of the display is missing. He stated that the infusion device has not been dropped or damaged and has not been exposed to water or spilled insulin. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.